Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (target lesion exhibited 98% stenosis, excessive tortuosity and moderate calcification). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (target lesion exhibited 98% stenosis, excessive tortuosity and moderate calcification). Unable to confirm complaint (device or procedural images not provided for review). Device not returned (no evaluation performed). (B)(4).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion was 98% stenosed with excessive tortuosity and moderate calcification. The device was removed from packaging, prepped and inspected prior to use with no issues noted. The lesion was pre-dilated twice (12 atms). Resistance was encountered when advancing the device. It was reported that the device was unable to cross the lesion and on removal the stent struts were observed to be damaged. The physician indicated that the reported event was due to use of the device in difficult lesion morphology/anatomy. There was no patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the marker bands as per specifications. The 4th, 5th, 6th and 7th distal segments were raised and deformed.